Manufacturer narrative:
Concomitant: product ID 97791, lot# n502901, implanted: 2014-(B)(6), product type accessory. Product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID neu_ptm_prog, product type programmer, patient (B)(4).

Event description:
It was reported that the patient had the device implanted for pain in his back and pain in the butt, the patient thought. The device had been ¿kicking him in the butt¿. The patient decreased stimulation to 0 and turned stimulation off, but was still feeling stimulation sensation. This had been going on constantly. If the patient sat just right he could feel the ¿tingles" and the machine was shut off. This was giving the patient stomach cramps so bad he just wanted to ¿jump off the roof¿. This had been going on since implant and the last time this all happened was the day prior to the report. The patient tried adjust stimulation up and down to see if the stomach cramps would go away but they did not. It started giving him stomach cramps when he shut off the device and then the cramps went away. The day prior the device was shut off all day but the patient got the stomach cramps still and they were bad. The cramps could last 2-3 hours. The device had been shut off for two days at the time of the report. The patient had an appointment to the healthcare provider (hcp) on (B)(6) 2015. The patient would like a manufacturer representative (rep) present. The last time the patient saw a rep was a couple of weeks prior when the rep reprogrammed the patient. They would just leave the settings where they were because the patient ¿wasn¿t healed right¿. The stimulation was hitting the patient strictly in the stomach. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.